Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient found that the tube was leaking, went to the nearest emergency room and was redirected to a physician. Upon examining the tubing and the pump, the tube was leaking, and a small hole was found in the tube. Per reporter, the pump was disconnected, pac flushed with saline, good blood return and flushing well. Per reporter, the defective product discarded. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.